Manufacturer narrative:
As received, a partial lead (only connector portion) was returned in one piece. The reported events of helix mechanism issue and helix stretched could not be confirmed. X-ray inspection found no anomaly at the connector region. Unable to perform helix mechanism and extension length test due to distal portion of the lead not returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.

Event description:
During implant procedure, the helix of the ra lead became stuck in the patient tissue and was not able to be removed from the subclavian vein. The ra lead was cut, and measures were taken to remove the ra lead from the subclavian vein. The ra lead was successfully explanted and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that the helix of the ra lead was stretched.